Manufacturer narrative:
Additional information provided from customer mw5081211. Anterior wall mi post pci to lad and l. Circumflex, lvad placement, liver failure, ileus.

Event description:
The customer reported that tpn was infusing at a rate of 35.42 (units not specified) to infuse for 24 hours, however, the tpn infused within 6 hours. The customer stated that the pump was programmed and verified with another nurse prior to administration and during the event, the device indicated that the infusion was infusing at the programmed rate. The charge nurse, night supervisor and nurse practitioner were notified immediately. The patient experienced an increase in blood pressure and was monitored closely with a lab draw of a bmp and electrolyte blood level. There was no lasting harm to the patient. Received a copy of the customer's medwatch report from the FDA which states, "tpn ran into pt faster than at programmed rate. The bag was empty after hanging for 6 hours and the rate was set at 35 ml/hr with 800 ml of fluid. Pt had elevated blood glucose level that was addressed with insulin and resolved quickly."

Manufacturer narrative:
Risk management; (B)(6) operations manager; (B)(6) quality systems specialist iii. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. Customer sent product to (B)(4) for investigational purposes. The root cause of the customer's experience was not identified.

Event description:
The customer reported that tpn was infusing at a rate of 35.42 (units not specified) to infuse for 24 hours, however, the tpn infused within 6 hours. The customer stated that the pump was programmed and verified with another nurse prior to administration and during the event, the device indicated that the infusion was infusing at the programmed rate. The charge nurse, night supervisor and nurse practitioner were notified immediately. The patient experienced an increase in blood pressure and was monitored closely with a lab draw of a bmp and electrolyte blood level. There was no lasting harm to the patient.